Manufacturer narrative:
On 3/3/2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The actual affected device was : catalog number 3505501bc and lot 5976823 per device received: mentor memorygel breast implant 550cc. A manufacturing record evaluation (mre) was performed for the finished device number 5976823, and no non-conformances related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 3/26/2020, during visual evaluation of the device, shell abrasion within a crease was noted on posterior view. Leak testing revealed a tear within the crease, measuring approximately 0.1 cm. It is possible that the crease/shell abrasion rupture was caused by the stress occasioned to the shell by the capsular contracture. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. The second product received is a concomitant (contralateral) device, therefore no further analysis is required. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture and capsular contracture. Concomitant products: 550 mod plus, gel, unknown implant. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a breast augmentation primary with a 550 mod plus, gel, unspecified mentor implant and experienced rupture and capsular contracture on the left breast implant, baker grade IV. As a result, the patient had undergone removal with allergan brand breast implants on (B)(6) 2020.